Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(6) will not start-up and displayed ua12 (lifeband not present) error message" was not confirmed during functional testing or review of the archive data. The customer reported complaint was not reproduced during the testing. Visual inspection revealed a cracked top cover and broken screw well on the front enclosure, unrelated to the reported complaint. The physical damages are likely attributed to mishandling such as a drop. The top cover and front enclosure were replaced to address the observed physical damages. There was no fluid/water damage to the unit as the customer reported. Based on the archive review, no ua12 was recorded, thus not confirming the reported complaint. Instead, multiple fault code 16 (timeout moving to take-up position) occurred, unrelated to the reported complaint. The autopulse platform failed initial functional testing due to fault code 16 displayed during take-up, unrelated to the reported complaint. The technical investigation noticed no brake activation (open/clicking sound) when the platform powered on. Detected the drive train motor seized up. Using ipa cleaning to un-seized the brake gap. Performed the brake gap inspection, verified the brake gap was within the specification of 0.008" ±0. 001". Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During patient use, customer reported that the autopulse platform (B)(6) will not start-up and displayed ua12 (lifeband not present) error message. The customer performed manual CPR and the patient survived. The customer believes that the autopulse platform was exposed to water while in storage in a cabinet on the ambulance. No consequences or impact to the patient.